Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services confirmed the device was depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services confirmed the device was depleting faster than expected and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the s-ICD was explanted and replaced with a transvenous ICD system about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.